Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (smooth hpg, 425cc/smooth hpg, 400cc date of implant (B)(6) 2014 ) experienced autoimmune disorder (patient reported autoimmune type symptoms, hair loss, pain and anxiety.) It was also reported that the patient developed capsular contracture associated with left breast implant (baker grade iii/IV). No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. The severity level for this complaint was determined as a s4 this adverse event is considered as serious and reportable. This report is for the left side.